Event description:
The customer reported that three prolumen devices used to declot a av graft twisted back on themselves inside the graft while the device was being retracted through the graft. One of the devices came out of the sheath with a 90 degree bend in it. Two of the devices caused extrapulation or leakage of the contrast dye into the bloodstream. No further complications were reported.